Event description:
During an ent procedure, the dr had a retractor in one hand and a electrosurgical pencil in the other. He put the pencil down and at that point the burn was noticed. This was a 5mm full thickness burn to lower left lip adjacent to commisure.